Event description:
It was reported by service report that the footboard has no power functions due to the mattress label getting caught in the footboard connector. No pt involvement or adverse consequences are reported.